Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the lower left seam. The leak was discovered after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: november 18, 2021 - november 19, 2021. H10: the device was received for evaluation. Visual inspection was performed and observed a tear at the lower left side edge of the bag. Functional testing was performed using tap water on which identified a leak only at the lower left side edge of bag. Additional magnified inspection observed a tear/hole in the lower left side edge of the bag where the leak was verified during testing. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes include compounding error, damage sustained during transport or during customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.